Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the device was returned and analyzed. No anomalies were found. It was noted that the device grommet was damaged and the set screw was missing. (B)(4).

Event description:
It was reported that during a right ventricular (rv) lead revision procedure for increased pacing thresholds, it was found that the device implanted 9 months ago had a blocked rv setscrew. It was also reported that the physician tested the rv lead with analyzer,and all measurements were ok. The device was explanted and replaced and the rv lead was connected to the new device and remains in use. No patient complications were reported as a result of this event.